Manufacturer narrative:
(B)(4). The sample has been received for evaluation. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that the tubing of a small volume intermate had disconnected at the blue winged luer. This malfunction occurred before use; therefore there was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified that the tubing was broken inside the luer post. This confirmed the reported condition. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.